Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 the complaint of failing accuracy -10.25 % was not confirmed during testing. The pump testing revealed all within the control limit specification of +/- 3% and well within the published specification of +/-6%. No evidence of issue in event log. Overall condition is good. The device went under standard periodic maintenance. Device then passed all functional testing.

Event description:
Investigation completed.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -10.25%. There was no reported adverse event.